Event description:
Reporter alleged blood glucose monitoring device has a smell of "electrical burning". Reporter stated when removing batteries from device, the connectors were ok. Reporter indicated cleaning device with alcohol wipes. A request was made for the return of the suspect device and replacement product was sent.